Event description:
Report received from the USA stating that the device was making a "loud noise" during testing. The event was not related to surgery. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.